Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and found holding screws from the connector to the gde (gas delivery engine)from the uim (user interface module) lodged inside the connector. The screws could not be extracted and a replacement cable was ordered. The uim cable and the gde were replaced.ovp (operational verification procedure) was performed and the ventilator meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device constantly power cycles on it's own on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.